Event description:
It was reported that at an unknown timing the handle of the mesher did not fit well onto the unit. Patient involvement/impact and any surgical delay are unknown. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, d9, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the ratchet handle did not fit into the mesher base; the bottom roller was worn and the ratchet head interior was damaged. The bottom roller, ratchet gear, and screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.